Event description:
Patient was in middle of stereotactic biopsy procedure when brevera needle system failed. Spoke to doctor about the incident. She said that the first sample was taken and when imaged, it did have quite a bit of fluid in it. She took two more samples, and they were very small pieces that were imaged in the chamber. She tried two more samples and there was nothing taken in any chamber when imaged. She attempted to aspirate and also lavage and it wouldn't work. At this time, the saline bag was initially changed to rule out any problems with that. The saline when primed actually backfilled into the lidocaine syringe. The suction canister was also changed out and no difference was made to the ability to lavage or aspirate. At this point the entire brevera needle system was changed out completely and a new one was installed and tested. The biopsy continued without any other problems with the new needle and tubing. The first needle system tested perfectly fine according to the technologist that was doing the biopsy with the attending. Lot# 24f18r.